Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral approach, the wire crossed after a bit of difficulty crossing. The non-edwards 20 balloon was inserted, crossed, and inflated. The balloon did initially "dogbone" in the middle but eventually expanded as seen on fluoro. The decision was made to remove the balloon. The patient was having low blood pressure (bp) issues after the balloon aortic valvuloplasty (bav), however, at the time, it was thought to be from open aortic insufficiency (ai). The delivery system was inserted and advanced, and the valve was easily loaded on the balloon. The delivery system advanced over the arch, used flex, and advanced to the native valve. The valve was advanced to the native valve but was unable to cross. To get the valve across the flex, adjusted all the way on, all the way off, and in between. There seemed to be a lot of tension in the system, so the tension was removed several times after each attempt at trying something new. A cc was added to the balloon and pacing was attempted. At this point, a wire was placed in the opposite groin with the pigtail to help give it support. The buddy wire crossed the valve, there were 2 wires in the left ventricle (lv). A peripheral balloon, 6x40 was placed over the buddy wire and attempted to inflate enough to try and push the valve through the native valve. The patient's blood pressure was in the 60s, even with attempts to increase by anesthesia. Eventually between inflating the peripheral balloon and the torque on the system, the valve finally crossed, and the valve was deployed without difficulty. The system was removed without difficulty, the patient's blood pressure improved, and the groins were closed. The patient was removed from the table and transferred to recovery. Approximately an hour or the patient had a descending aorta perforation and the patient was going to the or for a thoracic endovascular aortic repair (tevar). The area fixed was 4cm distal to the left subclavian. The patient is doing well, extubated, and stable. Follow-up indicated that once the valve was across, it was getting caught up in calcium, however, it was ultimately placed in the position wanted by the physician.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The impact code was corrected to be additional surgery only. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that calcification was present on the leaflets. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, of crossing difficulties was unable to be confirmed as no applicable imagery or device was returned for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as it was noted that the perceived root cause of crossing difficulty was calcified leaflets, especially in the right and non-cusps, causing severe as. Additionally, the 3mensio revealed the presence of calcification in leaflets. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.